Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter, the needle broke through the catheter. There was no patient impact. The following information was provided by the initial reporter: "iag catheter broken by needle."

Event description:
It was reported that while using the bd insyte¿ autoguard¿ shielded IV catheter, the needle broke through the catheter. There was no patient impact. The following information was provided by the initial reporter: "iag catheter broken by needle.".

Manufacturer narrative:
Investigation summary: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one un-retracted unit from an unknown lot number. Upon inspection of the received unit, it was identified that the needle has pierced through the catheter wall near the catheter tip and dried blood is present within the catheter indicating that venipuncture was performed. The reported issue was confirmed. The needle may pierce the catheter wall during manufacturing (set together step) or during use due to advancing at the wrong angle or moving the needle up and down the catheter tubing. The present of dried media within the device indicate that the defect most likely occurred during application. Performing venipuncture with the needle pierced through the catheter would be extremely difficult and the catheter would be unable to insert into the skin and likely cause pain to the patient. A DHR review could not be performed as the lot number is unknown for this complaint h3 other text : see h10.